Manufacturer narrative:
(B)(4). The complaint mr850aek respiratory humidifier was returned to fph service center in the (B)(4) and no fault was found during inspection. We are currently in the process of obtaining further information from the hospital to determine if the subject humidifier caused or contributed to the reported event. We are also seeking clarification from the baby's doctor to confirm if a burn actually occurred. We will provide a follow up report once we have completed our evaluation.

Event description:
A hospital in the UK reported to a fisher & paykel healthcare (fph) field representative that an mr850aek respiratory humidifier had allegedly scalded a baby during use. The subject humidifier was used in conjunction with fph rt324 infant continuous flow breathing circuit and hamilton arabella CPAP system. The nurse confirmed that the mr850aek generated an alarm and that she noticed the water was leaking from the nasal prongs. When the circuit was removed from the baby, the water sprayed from the prongs over the baby's face, running down on his lower cheek and neck. The baby apparently did not cry or scream after that incident; however, he sustained skin reaction that appeared to be a scald. There was no extensive damage to the baby's nasal passage, which would have been expected if inhaling scalding water. The water was wiped up with a blanket and an oxygen mask was applied to the baby. The nurse mentioned that she was also sprayed with the water but did not notice that it was excessively hot. It was suggested that the circuit had been emptied of condensate several times, which was reported to be tepid and not capable of causing a scald. The hospital did not provide specific temperature of the water involved. The original circuit was disposed at the hospital's facility before it could be examined. When reporting the complaint, the hospital confirmed that the baby was on a "satisfactory" status; however, a dermatologist was asked to further examine the baby to determine the precise details of the injury. The hospital also reported that the subject mr850aek was "isolated and tested, appears to be functioning correctly & with correct consumables".

Manufacturer narrative:
(B)(4). Method: the complaint mr850aek respiratory humidifier and its accessories, (B)(4) heater wire adaptor and (B)(4) temperature/flow probe, were returned to the fph service center in the (B)(6) where they were inspected by the service manager. Our analysis is accordingly based on the service report provided by the fph service center and the information we received from the hospital. Results: no fault was found with the mr850, (B)(4) during inspection at the fph service center. The performance test results were all within specifications, as per mr850 respiratory humidifier technical manual. The hospital also conducted their own investigation and reported that the subject mr850 "appears to be functioning correctly & with correct consumables". When reporting the complaint, the hospital confirmed that the baby was on a "satisfactory" status; however, a dermatologist was asked to further examine the baby to determine the precise details of the injury. The fph field representative and service manager attempted to obtain the dermatologist report but no response was received from the hospital. Conclusion: the subject mr850 and its accessories were found to operate normally and within specifications during the performance checks. Based on the inspections conducted and the information provided by the hospital, we can conclude that the subject mr850 and its accessories did not cause or contribute to the reported injury. The mr850 humidification system is designed to heat up the water enough for gas humidification to occur by evaporation. The amount of heating depends on different factors such as gas parameters, ambient conditions and operating mode. Although the water is at an elevated temperature from ambient conditions, the temperature of the delivered gas to the patient is significantly lower. The mr850 humidification system has many means of protective measures, in particular there is a high temperature alarm, which is generated if the airway temperature exceeds 43°c. The displayed temperature is an indication of the dew point of the gas, and hence the thermal energy associated. If this high temperature alarm is initiated, the humidifier will immediately and automatically shut down all power to the heater wire and the heater plate. The mr850 respiratory humidifier also complies with the requirements specified on the iso (B)(4) respiratory tract humidifiers for medical use - particular requirements for respiratory humidification systems. This standard contains several requirements relating to the safety and performance of respiratory humidification systems. To prevent thermal injury, the standard also includes maximum enthalpy limits for humidified gas delivered through respiratory humidification systems. The subject mr850 unit and its accessories were returned to the hospital after passing the performance tests and electrical safety checks specified on the mr850 respiratory humidifier technical manual. Serviced at fph service center in the (B)(6).

Event description:
A hospital in the (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr850aek respiratory humidifier had allegedly scalded a baby during use. The subject humidifier was used in conjunction with fph rt324 infant continuous flow breathing circuit and hamilton arabella CPAP system. The nurse confirmed that the mr850aek generated an alarm and that she noticed the water was leaking from the nasal prongs. When the circuit was removed from the baby, the water sprayed from the prongs over the baby's face, running down on his lower cheek and neck. The baby apparently did not cry or scream after that incident; however, he sustained skin reaction that appeared to be a scald. There was no extensive damage to the baby's nasal passage, which would have been expected if inhaling scalding water. The water was wiped up with a blanket and an oxygen mask was applied to the baby. The nurse mentioned that she was also sprayed with the water but did not notice that it was excessively hot. It was suggested that the circuit had been emptied of condensate several times, which was reported to be tepid and not capable of causing a scald. The hospital did not provide specific temperature of the water involved. The original circuit was disposed at the hospital's facility before it could be examined. When reporting the complaint, the hospital confirmed that the baby was on a "satisfactory" status; however, a dermatologist was asked to further examine the baby to determine the precise details of the injury. The hospital also reported that the subject mr850aek was "isolated and tested, appears to be functioning correctly & with correct consumables".